Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number 2111786 of the complaint on one label. A second label with batch 2117396, was peeled off another device box and adhered to the same returned box. The t1, t2, and suture were not returned. The needle assembly is bent. The actuator is almost to the end of the needle and bio debris is present. A functional evaluation was performed on the returned device and found that the device will cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the fast fix devices failed to deploy the t2 implant in the knee joint. Both t1 implants were left in the patient, embedded in meniscal tissues. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).